Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced ineffective coverage. As a result, the lead was explanted and replaced on (B)(6) 2019. After the new leads were implanted through laminectomy, the physician irrigated the epidural space and impedances were checked. All impedances were low. The field representative checked the impedances after the procedure. The low impedance issue had resolved. Therapy was restored.